Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) frequently as it was not holding a charge well. The patient underwent an ipg replacement procedure. Additional information was received that the patient is happy with the new battery. The explanted device was not returned as the hospital has disposed of it.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months to the date the manufacturer became aware. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) frequently as it was not holding a charge well. The patient underwent an ipg replacement procedure.